Event description:
Per the clinic, the patient experienced a skin breakdown at the magnet site and extrusion of the electrode array. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.